Manufacturer narrative:
Device will not be returned.

Event description:
The sale representative, has reported, " following a variax elbow plate breakage, due to a fall, the plate was removed and the surgeon discovered surrounding soft tissues and bone surface completely black."

Event description:
The sale representative, has reported, " following a variax elbow plate breakage, due to a fall, the plate was removed and the surgeon discovered surrounding soft tissues and bone surface completely black."

Manufacturer narrative:
Evaluation summary: provided pictures permitted to confirm the black soft tissue around the olecranon variax plate. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. X-rays were provided to our clinical expert, he stated: this is a typical metallosis caused by friction between the broken parts of the plate and loosened screws. This phenomenon should be well known to a skilled surgeon. Based on the investigation results, this case could be classified as user related. The metallosis was caused by friction between the broken parts of the plate (due to a fall). Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.